Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported the white ring below the occlusion knob was missing. As a result, an alternative device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.